Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of failed leak test. This does not constitute an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the air/water supply, and the scope connector was observed to have white residue present within the channel and cylinder. The root cause of the reportable malfunction was not established. There was no report of patient involvement.